Event description:
It was reported during a laparoscopic cholecystectomy an er220 was used to fire two clips into small cystic duct. The surgeon reports he felt the clips became dislodged "abnormally easily" relative to other cases. The case was completed without opening another device. There was no consequence to the pt.